Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log of the pump, primary audible alarm post, followed by secondary acu watchdog failure alarm were found. Unable to duplicate 'primary audible alarm post' at power up, but on the back of the interconnect board two solder joints looked bridged together- noted to be a result of a defective interconnect board caused by bridged solder joints. The problem source has been determined to be unknown.

Event description:
Information was received that device had acu watchdog error. No patient involvement.